Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. In addition, when attempting to load a cartridge, the customer received multiple minimum fill notifications and the pump did not allow past the fill tubing step. During troubleshooting with tandem technical support, the customer loaded a new cartridge and was able to complete the load process. There was no impact to the customer's blood glucose level.